Event description:
The facility reported a pump with failure code 703. The event was reported to have occurred during biomed testing. The hospital representative stated there was no patient injury or medical intervention.